Event description:
It was reported that pump displayed recurring malfunction code with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily insulin injections as backup therapy, and technical support arranged a warranty replacement pump, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode and return it with provided label within 10 days, and advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement device, which customer understood and acknowledged.